Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 377745, lot# v014287, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was no stimulation sensation. The patient felt something was wrong with her therapy on (B)(6) 2014 so she tried to increase her stimulation but she saw the ¿dr. Screen¿ on her programmer. The patient did not recall the code or letters with that screen. The patient was not following with a physician at the time of the report. The patient was in a lot of pain. The patient had not had their implantable neurostimulator (ins) battery tested in a few years. She was not getting therapy and needed her ins interrogated. It was noted that no physicians were in the office until (B)(6) 2015 and on (B)(6) 2014 she needed help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.